Manufacturer narrative:
Concomitant medical products: unknown orthopaedic salvage system bearing. Unknown orthopaedic salvage system femoral. Unknown orthopaedic salvage system assembly. Unknown orthopaedic salvage system tibial tray. Unknown orthopaedic salvage system femoral stem. Unknown orthopaedic salvage system tibial stem. Unknown patella. Customer has not indicated if the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05397/05401/05398/05399/05400/05402. Yasser r. Farid, rishi thakral, henry a. Finn ¿intermediate-term results of 142 single-design, rotating-hinge implants: frequent complications may not preclude salvage of severely affected knees¿ the journal of arthroplasty 30 (2015) 2173-2180.

Event description:
It was reported in a journal article that four (4) cases experienced marginal wound necrosis as an early surgical complication.